Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compare to her feelings and/or normal results. The complaint was classified based on the information obtained by the customer care advocate (cca). It was not specified when the alleged issue began. The patient reported obtaining blood glucose results of '273, 298, 366, 280, 212, and 297 mg/dl' with the subject meter. The patient mentioned managing her diabetes with insulin (self adjuster) and reported that she had increased her daily exercise. The patient claimed that she developed symptoms of 'shaky and stiff' approximately 3 days after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement. The patient did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged issue starting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.